Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a severe infection. It was further reported that the right ventricular (rv) lead exhibited high thresholds, a drop in r-wave amplitude measurements and intermittent non-capture. It was also reported that the right atrial (ra) lead exhibited high thresholds. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.